Event description:
It was reported that in 2003, the pt had experienced a change in their seizure pattern and their magnet was no longer working. The patient's vns had been explanted on (B)(6) 2003 due to battery end of life as per the surgeon's office however, no other info had been obtained to confirm this. Attempts for further info from the neurologist are in progress.